Event description:
It was reported that the energy switch shows the wrong energy selected.

Manufacturer narrative:
(B)(4). It was reported that the energy switch shows the wrong energy selected. There was no report of patient involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.